Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and that the customer mentioned during troubleshooting that they experienced high blood glucose level of 500mg/dl. The customer treated with the insulin pump but received a no delivery. Troubleshooting for no delivery could not be performed since the customer took the infusion set out and had to go. The customer stated that they will call back. The customer also stated that they accidentally rewound the insulin pump instead of performing a fill cannula. There was no other indication of troubleshooting being continued. The product will not be returned for analysis.